Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on air/water nozzle. In addition, we confirmed that the bending rubber leak, the bending rubber cut, the angle wire hard to move, the operation channel kink, the angle wire grinding, and the segment hooking; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.